Event description:
Customer uses product to hold insulin infusion set, places ported dressing over infusion set, then places an iv3000 dressing on top. Dressing not adhering when wet, and infusion set dislodges. Skin is irritated and red after three weeks.